Event description:
It was reported that a malfunction alarm with code 12 occurred, but no notable events happened prior to the malfunction. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided instructions to reset the pump, and the customer successfully reset it with no recurrence of the malfunction. The customer was advised to continue using the pump and to report if any issues reoccurred.